Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -9.5/1.5/075 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2024, the lens was exchanged for a larger length lens due to lens rotation not associated to a low vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and broken and the optic broken. Dimensional inspection was unable to be performed due to significant lens damage. Claim#(B)(4).